Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The returned attachment was tested by manufacturing personnel and did not meet production specifications for bur insertion and removal, noise, leak, cut and current draw test. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 34.1 c and 31.6 c under load testing with coolant spray on. These temperatures did not exceed specification. Microscopic evaluation revealed minor debris inside cap and head cavities. Some debris was observed with thin the o·rings area. All gears looked good.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated and burned a patient's mouth. An unknown ointment was used to treat the burn.